Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (av pas) that seven months and twenty-nine days later post-surgical procedures by using lutonix dilation catheter on the upper arm basilic transposition, the subject had an adverse event of basilic vein outflow stenosis. It was further reported that the adverse event was related to the device and av access circuit but not related to procedure. It was also reported that fistulogram was performed on (B)(6) 2025, following which percutaneous transluminal angioplasty (pta) was carried out, post pta, extravasation was noted, necessitating stent placement. It was further stated that surgical revision performed for excision of an aneurysmal fistula. The current status of the patient was unknown.